Event description:
It was reported that during an unknown procedure, the clips would not advance. Another device was used to complete the case with no pt consequence. One device is going to be returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that the msm20 instrument was returned with the cartridge cover broken off and cracked, the floor was noted to be out of position. No functional testing could be performed due to the returned condition of the instrument. No conclusion could be reached as to how the instrument became damaged. The batch history records were reviewed with no anomalies noted during the manufacturing process.